Event description:
It is reported that a few patients were revised. The surgeon feels that the smaller size may not offer enough in-growth surface area.

Manufacturer narrative:
This report will be amended when our investigation is complete.